Event description:
Customer reported two blood leaks on the CT 190g dialyzer. The blood leaks were noted in the beginning of 10/2001. The customer does not know exact dates. One of the blood leaks occurred on a preprocessed dialyzer during use 1. The use number for the other dialyzer is not known. The blood leaks were visually observed and noted a blood leak alarm. Blood leaks were confirmed by positive hemastix results. The pt's blood loss was approx 250cc-300cc. New blood lines and new dialyzers were set-up, and the treatments continued without further incident. No medical intervention or pt injury was reported by the customer.